Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii had foreign matter on june 16, 2024, when the nurse inserted an intravenous catheter into the patient, she found that the needle was blunt and the hose was difficult to push, and a white unknown substance was attached to the needle core. The same situation occurred in another catheter from the same batch, causing the patient to have repeated indwelling and arm pain. The department has suspended the use of this batch of catheters and reported it to the equipment department.

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 9050858. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although the presence of foreign matter was confirmed, the photograph provided for this incident did not present sufficient evidence to identify a definite root cause of the foreign material or confirm the presence of a dull needle. In lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.